Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. An attempt to replicate the user complaint with ios/fsll version 2.5.3.3088 using a known good libre 2 sensor was made and the high/low glucose alarms were successfully received. No issues were identified with the application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that due to this issue they required third-party treatment, but declined to provide further information. There was no report of death or permanent injury associated with this event.